Event description:
Received phone call on 12/13/2007; caller stated that her daughter had a biopsy over 9 months ago, in which a biopsy site marker was implanted. She stated, that the pt had severe bruising and pain post-biopsy, has a rash on her side and shoulders, and was told by her physician that it could be the marker material. Caller was informed that the marker material is implant grade titanium.

Manufacturer narrative:
Reported to MFR by pt's mother, due to dissatisfaction with physician response to pt concerns. Reported as potential allergic reaction; however, product is implant-grade titanium. Pt plans to seek second physician opinion.